Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the data indicated a p-wave amplitude measurement issue. From (B)(6) 2015 through (B)(6) 2016, p-wave amplitude measured 0.0898 - 0.2693mv.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion. The device was explanted and replaced. It was further reported that the right atrial (ra) lead had dislodged and was exhibiting high thresholds and undersensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.